Event description:
The caller reported that the insulin gauge displayed a different amount than expected, with a current fill estimate of (B)(4) units compared to the anticipated (B)(4) units. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support advised the caller on the importance of removing air from the cartridge before filling, which the caller acknowledged. However, the caller declined to load a new cartridge and opted to continue using the current one while monitoring the situation for potential follow-up.